Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an oophorectomy, the device was applied to the ligamentum cardinale and the knife blade strayed from the jaws. The instrument was removed from use and the surgeon opened another instrument in order to successfully complete the procedure. There was no patient injury or tissue damage reported. The device was returned for evaluation with the knife blade exposed.